Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on ni/ni/ni after the use of the product.

Manufacturer narrative:
This is one event (unspecified) for the same patient involving two separate products; associated MDR #1225714-2014-02319 and 1225714-2014-02320.